Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this malfunction was unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the peripheral angioplasty balloon catheter products that are cleared in the us. The pro code for the peripheral angioplasty balloon catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574j pta balloon dilatation catheter allegedly ruptured at nominal pressure. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.